Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she discovered insulin inside of her insulin pump's reservoir compartment. The patient's blood glucose at the time of incident was 487 mg/dl, which she treated with a manual insulin injection. Troubleshooting did not occur on the insulin pump; however, it was determined that the reservoir caused the leak and the reservoir was changed to resolve the issue. No products were returned or replaced.